Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported having significant bone loss in the lower jaw and the dentist said it was likely caused by the aligners. The upper teeth seemed fine, but bone loss is so bad the aligners don't fit on bottom and the two front teeth look/feel like they're going to fall out. Patient also noted periodontitis and jaw discomfort.